Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "patients has a over delivery of drugs with the used of sapphire pump. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, no details given."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "patients has an over delivery of drugs with the used of sapphire pump. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Human harm: yes, no details given."